Event description:
It was reported that during an lar procedure the staple was unformed and suturing was performed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.